Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: (B)(4).

Event description:
It was reported that the patients leads had high impedances. It was also noted that the patients leads had migrated and was no longer covering the pain. The patient was originally planned to be revised however, during the procedure, a large amount of pus was present at the pocket site. The patient underwent an explant procedure instead. The explanted devices were not released by the facility.